Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found the actuator for pinch valve pv2 (rbc count valve) was sticky. The fse replaced the pinch valve pv2. (B)(4).

Event description:
While servicing a coulter lh 500 hematology analyzer in a customer's facility, a beckman coulter field service engineer (fse) reviewed quality control results and observed variation on the red blood cell (rbc) recovery, and noted all results were within range. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.